Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a hemodialysis (hd) patient experienced blood loss during treatment. The facility reported the arterial blood pump was failing during treatment several times and was flooding the transducer. The venous transducer line reportedly filled with blood during hemodialysis treatment. The staff was able to clear the issue and the patient was able to resume and complete treatment. The blood pump module was replaced and re-calibrated. The biomedical technician (bmt) was also advised to replaced blood pump cables and to swap functional board or actuator-test board. Upon follow-up the registered nurse (rn) stated the patient¿s estimated blood loss (ebl) was a few milliliters from the blood present in the transducer. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment on the same machine after the reported event. No sample was available to be returned for manufacturer evaluation.

Event description:
It was reported a hemodialysis (hd) patient experienced blood loss during treatment. The facility reported the arterial blood pump was failing during treatment several times and was flooding the transducer. The venous transducer line reportedly filled with blood during hemodialysis treatment. The staff was able to clear the issue and the patient was able to resume and complete treatment. The blood pump module was replaced and re-calibrated. The biomedical technician (bmt) was also advised to replaced blood pump cables and to swap functional board or actuator-test board. Upon follow-up the registered nurse (rn) stated the patient¿s estimated blood loss (ebl) was a few milliliters from the blood present in the transducer. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment on the same machine after the reported event. No sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.